Manufacturer narrative:
A persistent service code was identified by the AED, which led to a recommendation for the device to be removed from service and returned for further evaluation. Upon receipt, the device underwent bench testing. Evaluation confirmed that a component had sustained damage attributed to the device experiencing a drop or significant impact. Due to this damage, the AED was found to be non-functional and would not have delivered therapy if required. While the initial customer report was not considered MDR reportable at the time, the manufacturer's investigation identified a malfunction that could potentially result in a delay or failure to deliver therapy in a clinical situation. As such, this event is being reported in accordance with 21 cfr 803.50.

Event description:
The customer reported that their defibtech automated external defibrillator was flashing red and displaying service code 7113 prior to a rescue attempt. The device issue was identified before it could be used on a patient. Emergency medical services arrived on site and assumed patient care. The AED was not used during the event. There was no reported harm to the patient or others involved.